Manufacturer narrative:
Of the 2 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-13 years of age of unknown weights. Of the reported patients, 2 were male, 0 were female, and 0 were unknown.